Manufacturer narrative:
Additional information received: the reporter provided an event date and stated the issue occurred prior to patient use. The settings on the unit on the time of the event are also unknown.

Manufacturer narrative:
One ventilator was received for evaluation. Visual inspection of the device found it to be in fair condition with misaligned knobs and a missing screw cap bung. Device was connected to 60 psi 02 and underwent functional testing. It was noted to have passed all functional tests; customer complaint was not confirmed. A secondary issue was noted with the alarm susten not shutting down after 60 seconds. The main board was replaced and knobs were realigned. Device then passed all functional testing. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing, as no fault was found with the device.

Event description:
Information was received that a smiths medical pneupac parapac ventilator had no output. No adverse effects were reported.